Event description:
Related manufacturer reference numbers: 2017865-2022-09333. It was reported that the patient presented in clinic for follow-up. It was previously noted that the right ventricular (rv) lead was not functioning and the issue was not specified. The rv lead was found fractured due to clavicular crush. Upon interrogation, it was also found that the atrial lead exhibited high capture threshold. The atrial lead and the rv lead were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of clavicular crash was confirmed. A full lead was returned in one piece for analysis. Visual and x-ray examination of the lead found clavicle crush fracturing all the outer coil filars and damaging the inner and outer insulations at 21.5cm to 22.0cm from the connector pin. The cause of the reported event was isolated to clavicle crush.